Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the middle shaft of the xl handle (the non-cartridge part of the shaft) inconsistently sticks when either introducing or removing the stapler through the trocar. The surgeons are getting frustrated. Force is being used to push the stapler past the resistance. In one incident, the resistance gave way and the surgeon unexpectedly hit the spleen he had to suture the spleen. The reposable cannulas were replaced but the problem remains.

Manufacturer narrative:
Product ID provided upon device return.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, an engineering review, a pmv review of complaint trends, an engineering evaluation and an evaluation of the returned device. The visual inspection of the device noted no visual abnormalities. One obturator was received. All components were present and intact. Engineering tested the cannula. Based on engineering measurements of the cannula, the device was within specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.